Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
During daily brushing, a part of the brushhead came off and almost swallowed it [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that during her daily brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, a part of the oral-b dualaction brushhead came off and she almost swallowed it. She noted that she had never had any concerns with oral-b products prior to this. No symptoms developed.